Event description:
It was reported that the customer's blood glucose (bg) was 13 mmol/l and ketone level was high. Cause of elevated bg was not known. Customer administered an insulin pen injection and then went to the emergency room (ER). Healthcare provider identified ketone level as dangerous. Customer was treated with intravenous insulin and saline. High bg/ketones resolved with no injury. Customer was discharged from the ER the same day. Pump system check with technical support found no issues with the cartridge, insulin or infusion set tubing/cannula. Pump was found to be functioning as intended.